Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant of the right ventricular lead, a pericardial effusion was observed. The effusion was minimal and required no additional intervention; however, the procedure was suspended. The patient was stable.